Manufacturer narrative:
A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation within surface abrasion on the longer exhaust tube of the pump. Testing revealed this to be a site of leakage. The separation appeared rough and irregular, indicating sufficient stress(s) was exerted to separate the site. Partial separations within abrasion were noted in the shorter exhaust tube of the pump. Testing revealed these not to be site of leakage. Surface abrasion was noted on all strain relief of the pump, on the inlet tube of the pump and on the exhaust tubes of cylinders 1 and 2. No functional abnormalities were noted with the cylinders. Based on quality's examination, quality concluded that while in-vivo both the exhaust tubes and inlet tube positioned themselves in such a way that caused them to overlap and abrade against one another. Quality further concluded that this positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the exhaust tube of the pump at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 3305279.

Event description:
According to the available information, there was damage to the tube near the pump. Additional information received indicated the reservoir was left in the patient.